Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the defibrillation, pacing, and sensing functions of the device were verified to be operating normally. A review of a stored device electrogram indicated that the noise on the ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.

Event description:
Boston scientific received information that while the physician was closing the pocket during the implant of this device, noise and oversensing was noted. The pocket was reopened and device manipulation was performed which was able to recreate the noise. The device was explanted. The lead was tested via the pacing system analyzer (psa) and new device with normal results. The attempted device was returned for analysis. No additional adverse patient effects were reported.